Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed oversensing causing wide qrs and inappropriate mode switch on the implantable cardioverter defibrillator. No changes were reported. The patient condition was unknown.

Event description:
New information received notes that the patient condition was stable.